Manufacturer narrative:
Other relevant device(s) are: product ID: b3301542, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via the manufacturer¿s representative (rep), who reported the patient experienced complications from the stage 1 procedure that was performed on (B)(6) 2021, a brain bleed on the right hemisphere, and died on (B)(6) 2022. It was unknown if any actions or interventions took place prior to or after the bleed or any diagnostics/troubleshooting that were performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the brain bleed most likely occurred intraoperatively and was noticed postoperatively which was identified through a scan after the case. It was unknown what actions/interventions were taken related to this. There were no complications associated with the device or device placement. It was unknown if the patient had a history of bleeding complications or if they were taking any anticoagulants prior to or at the time of the event.